Event description:
Health care professional reports a dialyzer leak into the dialysate during pt treatment. Health care professional reports home positive. Health care professional reported the hemo circuit was discarded and new disposables used to continue treatment. Health care professional reports estimated blood loss of 200 ml. Health care professional reports reuse # (38). Health care professional reports no pt injury.